Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple delivered inappropriate shocks. The system was tested in clinic, however noise was unable to be reproduced. Device data was sent to rhythmcare for review. Rhythmcare discussed the behavior is consistent with noise associated with the sense b node. An x-ray was completed with no indication of an electrode integrity issue. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple delivered inappropriate shocks. The system was tested in clinic, however noise was unable to be reproduced. Device data was sent to rhythmcare for review. Rhythmcare discussed the behavior is consistent with noise associated with the sense b node. An x-ray was completed with no indication of an electrode integrity issue. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.